Event description:
A pt experienced prolonged hospitalization for an ileus while enrolled in protocol tgc-0001 for the use of fibrin sealant produced by he cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery. The pt underwent liver resection surgery in 2003. An ileus was diagnosed three days later which was treated with a nasogastric (ng) tube. The ng tube was discontinued four days later. The ileus was considered resolved after two more days. The pt was discharged home two days afterwards. The pt's concomitant medications are vecuronium bromide, glycopyrrolate, morphine sulfate, pancuronium, ranitidine, sodium phosphate, bisacodyl, ketorolac tromethamine, cefazolin, ondansetron and ticarcillin. Follow up info received in 2003. The pt remained status nothing by mouth (npo) secondary to hypoactive bowel sounds. Clear fluids were begun; however, a ng tube was replaced as a result of abdominal distention and nausea. Subsequently, the pt's bowel function returned and oral intake resumed. In 2003, the pt was discharged with normal bowel functions and a tolerated diet.